Event description:
The manufacturer received information alleging a patient with a philips device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide a date of death. The reporter has requested a return label. The device has not returned to manufacturer.

Manufacturer narrative:
Corrected data: remedial action init (rfb) - from required to not applicable. Remedial action initiated - from recall to blank. Recall (z) number (rfb) - from required to not applicable. Recall (z) number - from z-1974-2021 to blank. Based on available information at this time, the death is assess as not related to the device in this case and the device is not uno related.